Event description:
The customer reported loss of paddles ECG wave form.

Manufacturer narrative:
(B)(4). The customer reported loss of paddles ECG wave form. The unit was evaluated at philips and the reported system was reproduced. Replacement of the power pca resolved the symptom.